Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 01-oct-2014, UDI#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that patient had a return of urgency and urge incontinence. It was unknown if there were any environmental/external/patient factors that may have led to the issue. Diagnostics performed included an impedance check which was ¿above normal limits¿ and showed the battery life was depleted on (B)(6) 2019. As an action taken to resolve the issue, program changes were attempted along with increasing the stimulation level. The patient had a surgical intervention where the complete device system was removed and replaced. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.